Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital with intermittent pain near the pulse generator site. Upon interrogation, it was noted that the device was in back-up. Unipolar pacing was suspected to be the reason for the pain. The device download was performed successfully. The reason for reset was unknown. The patient was fine before, during and after the event and would be monitored routinely.